Event description:
Device 1 of 2: reference MFR report #1627487-2010-00414. The patient received her scs system consisting of an ipg and a percutaneous lead on (B) (6) 2007, for leg and back pain. The patient was implanted with a second lead several months later due to stimulation shifting to her abdomen. It was reported on (B) (6) 2009, that the patient was again experiencing abdominal stimulation and also a burning sensations near the ipg pocket site. A fluoroscopy showed that all connections were intact but one lead had migrated. The percutaneous leads were replaced with a paddle lead on (B) (6) 2009. The explanted leads were not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Device 1 of 2: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 days reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.